Manufacturer narrative:
Complaint confirmed, the anvil was returned without the rest of the device. Evaluation reveals the pin welded to the anvil broke. The anvil was found to be worn due to impaction. The cause is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was broaching for their vaultlock and the back piece of metal on the ar-9233 broke off. Total shoulder, broke in patient and retrieved. The case was completed.